Manufacturer narrative:
The device was not returned for analysis. The analysis is therfore only based on the inspection of the returned device data as the evaluation of technical home monitoring data. The inspection of the available data showed a normal battery depletion. There was no indication of a device malfunction. In addition the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation.

Event description:
After an implantation period of approx. 46 months, it was reported that the device shows the eri status. The device was explanted.

Manufacturer narrative:
The device was received and analyzed. An initial interrogation revealed the battery status eri. The device was implanted for 46 months and an amount of 19 charging cycles was documented. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The amount of charge taken from the battery was verified and the battery status eri was found to be anticipated. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery condition was normal and as expected. There was no indication of a device malfunction.